Event description:
It was reported by service report that the cot was not locking into place and slightly dropped catching at the edge of the rig. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Investigation still underway.